Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing connector was not locking properly, and the infusion set's tubing came apart at the tubing connector while she was changing her reservoir. The infusion had not been used at that time and the infusions were not stored or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.